Manufacturer narrative:
The device was received for evaluation. During functional testing, "door does not consistently register as closed" was not reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a binding link. The link and link switches require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a door of spectrum pump did not consistently register as closed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.